Event description:
A pt experienced a loss of therapeutic effect. The pt visited a hospital, and the following symptoms were noted: nausea and vomiting. Impedance measurements were noted as being normal (2/3, 511 ohms). The pulse width was 330, with a rate of 14, and cycling was noted as being .1 (on 5 seconds off). Regarding battery life, a performance longevity calculation estimated battery life to be well over 6 yrs. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).